Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), product type: catheter; product ID: 8784, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 20-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient who was receiving bupivacaine 25 mg/ml; 15.02 mg/day and sufentanil 325 mcg/ml; 195.27 mcg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported that during a catheter implant an ascenda revision kit, was opened up and the pin inside of the collet was "bent down." The kit was not used, and a new kit was used. No further complications were reported.

Manufacturer narrative:
Analysis of the returned catheter component revealed a bent collet finger regarding the pin connector. If information is provided in the future, a supplemental report will be issued.